Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters nc trek rx instruction for use states: that the nc trek coronary dilatation catheter must be prepared before use and to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device from the guiding catheter appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The device met resistance with the guiding catheter during removal. No additional information was provided.

Manufacturer narrative:
(B)(4). Medical devices: inflation: 20/30 indeflator. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo proximal-mid right coronary artery. An unspecified non-abbott guide wire was advanced in the distal right posterolateral artery, and a second unspecified non-abbott guide wire was advanced through the right posterolateral branch. Pre-dilatation was then done with a 3.0 x 20 mm trek balloon catheter in the proximal-mid right coronary artery. A 4.0 x 28 mm xience prox stent was implanted in the proximal-mid right coronary artery. Post-dilatation was then done with a 4.0 x 20 mm non-compliant non-abbott balloon dilatation catheter in the mid-distal right coronary artery. Further dilatation was done with a 5.0 x 15 mm nc trek balloon catheter in the proximal-mid right coronary artery at 16 atmospheres (atms). The device did not meet any resistance during advancement. However, the balloon was not able to deflate at all; therefore, a different 20/30 indeflator was used but it was not able to deflate the balloon. The devices were then all removed as a single unit from the anatomy by removing an unspecified guiding catheter and the nc trek balloon together. The device was still inflated when it was removed. Reportedly, the 5.0 x 15 mm nc trek balloon catheter was not prepped prior to use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.